Manufacturer narrative:
No observable defects clould be found with the component itself. However, we found the component to actually be a 0628 abutment instead of the 0661 abutment originally reported. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr's office.

Manufacturer narrative:
No observable defects could be found with the component itself. However, we found the component to actually be a 0628 abutment instead of the 0661 abutment originally reported. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr's office.

Event description:
An abutment was loose. Dr. Elected to cut the crown off to remove it. Pt is reportedly fine.